Manufacturer narrative:
The event date is unknown. Additional information will be provided if available. The device was returned to olympus for inspection and the reported malfunction was not confirmed. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported a b30 error during inspection for use involving an olympus gastrointestinal videoscope.there was no patient injury reported.